Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with hysterectomy and laparoscopic mesh sacral colpopexy due to uterovaginal prolapse, stage ii due to previous failed t-sling and mixed urinary incontinence. It was reported that following insertion the patient experienced recurrence of stress urinary incontinence, recurrence of pelvic organ prolapse, pelvic pain/pressure, dysuria, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.